Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6, h10. 4307 - intuitive surgical, inc. (Isi) received the endoscopic camera manipulator (ecm) involved with this complaint and completed the device evaluation. Failure analysis investigation installed the ecm onto a test system and was able to replicate the reported error during testing.

Event description:
¿Refer to h10/h11 for follow-up information.¿

Manufacturer narrative:
The ecm has not been returned to isi for evaluation, therefore, the root cause of the customer reported failure cannot be determined. A follow up MDR will be submitted if additional information is received or the part is returned. Based on the information provided at this time, this complaint is being reported because of system unavailability after start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, error 23008 occurred on the endoscopic camera manipulator (ecm). The issue persisted after pressing the recover button. An isi technical support engineer who confirmed the issue persisted after pressing recover again and power cycling the system. The instrument release kit (irk) was used to remove instruments clamping tissue. The ecm arm could not be disabled so the surgeon made the decision to convert the procedure to traditional open techniques. No patient harm, adverse outcome or injury was reported. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to reproduce the reported issue but did verify the error in the log files. The fse replaced the ecm to resolve the reported problem. The system was tested and verified as ready for use. The ecm is the camera arm located on the patient side cart which provides the sterile interface for the 3d endoscope.